Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient was using an omnipod 5 insulin pump. The patient¿s mother reported that the dexcom cgm displayed 465 mg/dl, while a fingerstick blood glucose (fsbg) reading showed 51 mg/dl. The patient experienced nausea, lethargy, stomachache, and headache. At 08:12 am, the mother administered a bolus correction of 10.3 units of insulin and transported the patient to the emergency room (ER). Upon arrival at the ER, the physician performed a fsbg reading of 100 mg/dl, while the cgm simultaneously displayed 200 mg/dl. The only treatment provided was intravenous (IV) fluids to alleviate symptoms. No additional medications or treatments were administered. The patient remained in the ER for less than 24 hours and was discharged the same day, as no significant findings were identified. On (B)(6) 2026, tech support follow-up and contacted the patient¿s mother. She reported that the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid was taken in the ER. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
The patient¿s mother reported that the dexcom cgm displayed 51 mg/dl, while a fingerstick blood glucose (fsbg) reading showed 465 mg/dl.

Manufacturer narrative:
(B)(4).